Event description:
A penumbra neuron delivery catheter 070 was kinked at 3 to 4 cm prior to use in a pt. A second neuron was used successfully.

Manufacturer narrative:
Results: there is a flat spot from 5.2 to 6.2 cm from the distal tip of the catheter. There are single axis kinks at 31.5 and 39.5 cm from the hub. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel stopped due to friction 39 cm from the hub. The device is non-functional. Conclusion: the damage seen in the distal tip agrees with the damage reported. The neuron is packaged inside a packaging tube with a shipping mandrel in the distal tip to protect the device. The damage seen likely occurred when the device was removed from the packaging or during preparation of the device prior to use.